Event description:
It was reported that a small volume folfusor underinfused medication to the patient. It was observed that the device had not delivered the entire medication dose to the patient. This was observed during use. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot 22h032 was manufactured from august 25, 2022, to august 27, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph shows unspecified fluid inside the device bladder which suggested an under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined by the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.